Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer evaluated fiber optic problem, no patient involved or harmed, problem found before use, during routine check, no other info known or available. No errors logs or faults logs found. During preliminary checks, as per service manual, tested .a safety disk was replaced because of out of box failure. Product passed all functional and safety tests per factory specifications. No other info known or available.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, before use, the cardiosave intra-aortic balloon pump (iabp) had fiber optic issues. There was no patient involved.